Event description:
The information received from the affiliate states that this pt was brought to the intervention lab for an angioplasty and stenting procedure of the iliac arteries. The vessels were described as heavily calcified, mildly tortuous, and each contained a 40% stenosis. A radifocus (terumo) guidewire was used to access the lesions. The physician first deployed a luminexx (bard) stent in the left iliac artery. After properly prepping and inspecting the power flex p3 balloon, he placed the balloon into the left iliac for post-dilation. The physician then placed a palmaz balloon expandable stent in the right iliac artery. After having both stents in the proper position, and using an inflation device, he inflated both balloons at the same time using a kissing balloon technique. During post-dilation, the p3 balloon ruptured in the left iliac artery.